Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure painless shock lead impedances measured 130 ohms. A successful defibrillation threshold (dft) test was performed, and impedances measured 142 ohms. Technical services (ts) reviewed data and recommended x-rays. The field representative will relay the information to the electrophysiologist. Additionally, it was noted that the patient is obese. Another dft was performed and now impedances measure 80 ohms. The field representative re-optimized the device and the device is programmed too secondary. During implant the device failed in alternate however, the day after it passed in alternate. The device passed in all three settings however failed in primary when the patient was lying down. Ts discussed options for troubleshooting. Additional information was received which reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had an infection. Subsequently, the system was explanted. No additional adverse patient effects were reported.